Event description:
(B)(6) year old undergoing arthroscopy. During procedure under fluoroscopy with microscope, very small flecks of metal debris were noted to be coming off of k-wire. Four k-wires were used that had same problem. Fifth k-wire did not shed debris. Two different handpieces were used during procedure.what was the original intended procedure?knee arthroscopy with drilling of osteochondritis desicans lesion.